Manufacturer narrative:
(B)(4): a manufacturing investigation was conducted. The report indicates that the investigation has shown that the nose on the handle is completely flattened but not broken. The review of the production history revealed that this instrument was manufactured in january 2005 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and that normal wear and tear in combination with the mentioned torsional forces caused this deformation.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a hospital employee looked in their expert lateral femoral nail set and found the metal spike of the insertion handle was broken off. It is unknown when this occurred. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.